Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. It was determined that this was not a system malfunction but that of the catheter. By design, if the ultrasound system software detects a power fault due to the transducer power supply, it the system displays 005 eha with a message instructing the user to perform the required actions to recover from that fault. The engineering team determined the system was performing as designed. The system is safe and effective for its intended use.

Event description:
It was reported during a tricuspid clip procedure, the epiq cxi ultrasound displayed error code 005. The procedure was able to be completed after the system, catheter and pim was exchanged and there was no change in the patient¿s outcome. There was no patient or user harm associated with this event. Philips has started an investigation for this complaint.

Manufacturer narrative:
Sending supplemental report to populate become aware date in the 'date received by manufacturer' field for the initial report received by FDA on 13june2024. This date was inadvertently left blank.

Manufacturer narrative:
Sending supplemental report to populate the gtin field to the correct value, (B)(4).